Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare provider additionally reported capsular contracture baker grade iii and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl-suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is late seroma, pain and encapsulation, possible lymphoma alcl and an exchange of textured implant, "breast implant illness and fatigue"; which are not device related. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side "late seroma, pain and encapsulation". Patient also reported "breast implant illness and fatigue"; which are not device related. Healthcare professional reported possible lymphoma alcl and an exchange of textured implant". Pathological markers have not be received. Device remains implanted.